Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930299. Batch no.: unknown. It was reported customer dissatisfaction with the level of pad saturation by chloraprep solution. Verbatim: dissatisfaction the level of pad saturation by chloraprep solution for frepp chloraprep product